Event description:
Customer reports one incident of a blood leak on reuse #66 in the middle of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 150cc's. Treatment was continued with a new dialyzer and a new bloodlines without incident. No pt injury or medical intervention reported.